Event description:
It was reported that a patient experienced an inappropriate shock on (B)(6) 2022 from their implantable cardioverter defibrillator. The shock was due to electromagnetic interference, so the physician saw no need to perform an intervention. The patient will continue to be monitored, and they were stable after their visit on (B)(6) 2022.